Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (false asystole events) has been confirmed. As received, the electrode belt's cable that connected ECG c and ECG d was pulled from strain relief, causing artifact and the false asystole event. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that electrode belt sn (B)(4) was causing false asystole events.